Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead was observed on stored egms. Programming changes were recommended. The changes could not be made until patient¿s next in-clinic visit in (B)(6) 2017. The patient remains stable and will continue to be monitored on merlin.net.